Event description:
The customer reported multiple autotest and operational test failures including pacer and therapy cable failures. The symptoms were reported to have presented during autotest and user initiated operational test; there was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported multiple autotest and operational test failures including pacer and therapy cable failures. The symptoms were reported to have presented during autotest and user initiated operational test; there was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.